Manufacturer narrative:
A correlation between the device and the reported ischemic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had history of transient ischemic attacks prior to the implant of the left ventricular assist device.

Manufacturer narrative:
(B)(4). Approximate age of device - 61 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to episodes of worsening/blurred vision. The patient had a visual field cut in the left upper outer quadrant and in the peripheral left visual field for 1 week. A CT scan performed on (B)(6) 2015 showed a subacute infarction with the ventricles, sulci and cisterns patent and symmetric. The patient was on aspirin and warfarin at the time of the event and unspecified changes were made to the patient's medication. The patient later fully recovered with no deficits and was discharged home.